Manufacturer narrative:
The customer's report was observed during evaluation of the device. The error code reported occurs when the batteries are removed inappropriately while the device is still powered on and if the batteries are not loaded properly. A replacement device has been ordered for the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.